Event description:
During a call to baxter healthcare for an unrelated issue, the home patient reported they were in the hospital for shortness of breath. The healthcare provider (hcp) was contacted. The hcp declined to confirm or provide the cause of the hospitalization. The hcp reported that the patient did not receive any additional medical intervention. The hcp declined to provide any additional information.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation codes were added. Should additional relevant information become available, a follow-up report will be submitted.